Event description:
It was reported that the patient's grandparents noticed that the child was not having the same performance with his implants. They cannot specify if this change was gradual or if it happened suddenly. There is no edema over the stimulator. No illness, accident or trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.